Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead had high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. There was also a cam impression from the swift-lock anchor. The fracture is consistent with overstress the lead was subjected near the distal end of the anchor while in vivo.